Event description:
It was reported that no alert/notification occurred. The patient was sweaty and did not get an alert for hypoglycemia. She checked her iphone and it showed that she had been low for 3 hours. The patient self-treated with 3 bottles of apple juice and drove herself to the hospital. At the hospital they took a bg reading and it was also low (the cgm was accurate), the patient could not remember what number bg was but it was critically low. They treated the patient at the hospital with IV medication (ventyo , isovue300, zofran and sodium chloride) and prescribed ventyo. The patient was diagnosed with lactic acidosis. The patient was discharged the same day. At the time of the report, the patient was feeling better. Performance data was reviewed. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.